Event description:
It was reported that during a lavh procedure, the stopcock broke off upon opening and closing. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 09/19/2008. Information anticipated, but unavailable at this time.